Event description:
Customer reports receiving a result of hi (>500 mg/dl) on their freestyle blood glucose monitor. Paramedics were called, and they received a glucose result of 47 mg/dl when checked on an unk brand of meter. Dextrose was administered in order to stabilize customer's glucose level.